Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 5 seconds, the balloon ruptured at the tip part. The device was removed, and the procedure was competed with a different device. No patient complications were reported, and patient was in good condition.